Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker has experienced multiple episodes of syncope.the patient was seen following the the episodes. In the most recent episode the device was checked and there were no corresponding stored episodes. Boston scientific technical services discussed programmed settings. This device remains in service. No additional adverse patient effects were reported.